Event description:
Information was received that during the installation test, it was found that the machine had an alarm because it was not connected. After replacing a warm liquid pipeline, the machine still alarms. No patient involvement.